Manufacturer narrative:
Product evaluation could not confirm the failure mode as no product was returned. Data logs were reviewed and the handpiece and system performed as expected. No other treatment information was provided by the customer. Due to the lack of treatment information provided, no causal factors can be determined, and no conclusions can be drawn. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No CAPA is required, since there is no non-conformance. No solta serial/lot number was reported for this complaint; therefore, the manufacturing date is unavailable.

Manufacturer narrative:
Device is not available for testing. The investigation is underway.

Event description:
A user facility reported that a patient experienced blisters at the treatment site.